Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® sst¿ blood collection tubes experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 367988, batch no. 8324724. It was reported customer noticed a plastic non biological foreign matter in 2 tubes. Customer states, - per email: a staff member shared a concern with sst tubes she came across, at first I thought that perhaps there was extra additive sprayed within the tube, but upon further investigation there is an extra plastic piece with in the tube that is embedded in the gel and extends to just below the stopper.

Event description:
It was reported that two bd vacutainer® sst¿ blood collection tubes experienced foreign matter contamination. The following information was provided by the initial reporter: material no., 367988, batch no. 8324724. It was reported customer noticed a plastic non biological foreign matter in 2 tubes. Customer states, per email: a staff member shared a concern with sst tubes she came across, at first I thought that perhaps there was extra additive sprayed within the tube, but upon further investigation there is an extra plastic piece with in the tube that is embedded in the gel and extends to just below the stopper.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.